Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected failed battery, low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Motor was tested outside the device and passed. No loud motor or loud noise noted during testing. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for battery failed test and had sound anomaly. Customer's blood glucose was unknown at time of incident. Insulin pump will be return for analysis.